Event description:
Same event as MFR report #: 2134265-2008-01855. It was reported that during a percutaneous coronary angioplasty procedure, two guide wire tips broke. The lesion being treated was in the 95% stenosed protected left main. The anatomy was reported to be calcified and very tortuous. A pt2 moderate support 185cm guide wire was used as a buddy wire with a choice floppy guide wire down the left circumflex, and a pt2 moderate support 300cm guide wire was in the left anterior descending artery. The physician encountered difficulty advancing the guide wires. The physician attempted to get an unspecified balloon across the lesion multiple times without success, and removed the balloon. The physician went to remove the wire, and the tip of the pt2 moderate support 185cm guide wire sheared off. It was in a location where he needed to stent and the physician secured the tip against the vessel wall with another MFR's 3.0 x 13mm stent. The pt is reported as 'fine'. The physician then examined the pt2 moderate support 300cm guide wire post-procedure and while examining the wire the distal tip broke off outside of the pt. In the opinion of the physician it is likely that "the wires were stressed due to the challenging lesion complexity, tortuosity, and calcification".

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.